Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 30-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of dilaudid at 42.5 mcg/day via an implantable pump for non-malignant pain. The patient stated she did not feel like her pump is working as well. The doctor did imaging and noticed it appeared that the patient's catheter was kinked in their back. There were no reported environmental/external/patient factors that may have led or contributed to the kink. The hcp tried to aspirate to the side port but was unable to get fluid. The doctor opened the back near the anchor site and was able to relieve the kink by stretching the catheter. No changes were necessary to the catheter. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.